Manufacturer narrative:
Correction: d4 (primary UDI number) investigation ¿ evaluation as reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, the 'cook bakri postpartum balloon with rapid instillation components' had serum backflowing into the closed collecting system. The issue was discovered when an attempt was made to pass the balloon on a stabilized and catheterized patient. As reported, the uterus was already contracted in the upper third, hence the balloon was more located in the lower third, with "good bleeding control". The procedure was successfully completed by inserting another balloon. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure or experience adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied 'upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number = (B)(6). E3: occupation = quality specialist; health professional = no. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, the 'cook bakri postpartum balloon with rapid instillation components' had serum backflowing into the closed collecting system. The issue was discovered when an attempt was made to pass the balloon on a stabilized and catheterized patient. As reported, the uterus was already contracted in the upper third, hence the balloon was more located in the lower third, with "good bleeding control". The procedure was successfully completed by inserting another balloon. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure or experience adverse effects due to this event. Additional information has been requested.